Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, was provided with pump reset information and successfully reset the pump.